Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was recieved indicating this ICD was explanted for an unknown reason. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was noted that the patient had not been checked in over four years. The daily impedance measurements were reviewed and showed that the shock impedance was 120 ohms one year ago and gradually rose to 150 ohms. Boston scientific technical services (ts) had the clinician check the measurements in different vectors and suggested additional testing. The system remains in service. No adverse patient effects were reported.